Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 494mg/dl. Troubleshooting was performed. Instructed customer to change the site and it was found that the cannula was bent. Ran a fixed prime and high pressure tests and passed. No further information was reported.